Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had reverted to the setup mode. The pt indicated that the alleged meter issue started on the same day at "1:27." As a result of the reported meter issue, the pt administered self-care by eating food and/or drinking a beverage. At an unspecified time after the reported meter issue began, the pt developed symptoms of feeling shaky. The pt denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, if the patient made any changes to the regimens because of the alleged meter issue, when the patient replaced the meter's battery, and how long the pt was unable to test for. In addition, it would have been helpful to know what actions the pt took before and after developing the reported symptoms, and if the self-treatment was taken before or after the symptoms developed. The medical affairs specialist was unable to contact the pt and has sent a letter asking the pt to call lifescan's medical affairs department so that we may obtain this additional information. The reported meter issue was resolved with troubleshooting. The patient admitted that the meter issue began after she had replaced the meter's battery. According to the owner's manual, the meter's date and/or time might need to be reset if the battery is replaced. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of hypoglycemia after the reported meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate then and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.